Manufacturer narrative:
This report is submitted on september 22, 2022.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and intravenous antibiotics (type and duration not reported). Subsequently, the patient underwent revision surgery under general anesthesia to remove the excess skin on (B)(6) 2022. This report is submitted on october 27, 2022.